Manufacturer narrative:
Based on our investigation, we can conclude that the trajectory of the guide aligns with the final plan. The doctor's planned implant proximity to the lingual plate likely contributed to its perforation, potentially in addition to excessive lateral force being applied during surgery, and/or other unknown complex clinical aspects.

Event description:
The doctor received two guides to be used for implant placement on a patient's maxilla and mandible arches. For the maxilla, all implants were placed successfully. For the mandible, #30 was placed successfully, but #19 drilled through the lingual plate. The doctor stated that when drilling #19, she felt resistance. However, due to the guide covering the soft tissue, she could not see the lingual plate being perforated. After removing the guide, she saw the perforation, and stated that the bone looked like "sawdust". The implant was then removed, and the area was grafted. The doctor also stated that since a guide that she ordered from us previously was "perfect", she did not question this guide, even when the drilling felt "weird" and the trajectory looked lingual. The incident occurred on (B)(6) 2019; however, the doctor did not report it to anatomage until (B)(6) 2020.